Event description:
It was reported the external pulse generator (epg) is having a problem of switching on/off. The epg is being returned for analysis/service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). No anomalies found.